Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/14/2020. A manufacturing record evaluation was performed for the finished device batch vp2304/t9010, and no non-conformances were identified. Additional h3 investigation summary: complaint sample not received for evaluation. Five retain sample were retrieved for analysis. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain needle samples were visually inspected and tested for description test and shape test and found to be meeting the specification requirement. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at the time of release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the needle and suture quality and processing of this incident lot. As the complaint is related to needle breakage stiffness and ductility test is applicable and measurable parameter. Stiffness and ductility in process test reports were reviewed and found to be meeting the specification requirements. This analysis indicated that there was no issue related to processing of the lot. All the values are within the applicable limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported when the primary package was open, the needle was found broken inside the package. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/13/2021. Additional h6 component code: g07002 ¿ device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/013/2021 corrected information: d3, g1.